Event description:
The facility reports while raising a patient on the hoist, pt lifted the legs and bent the knees over the top of the knee pad protective support. The staff had great difficulty extricating the pt from this position. The pt suffered indentation and bruising below both kneecaps.